Event description:
It was reported that the device was ¿beeping continuously in occlusion¿. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed which found a damaged downstream occlusion (dso) sensor and a yellowed upstream occlusion (uso) seal. Functional testing found that the rtc battery was over limit. Additionally, at the initial power on during investigation the pump went into permanent alarm, alarming error code 1720, which points to a faulty backup capacitor. This is most likely the issue reported by the customer, as no beeping related to occlusion was observed at the time of investigation. The exact cause of the customer issue was not determined. However, the investigation found that the dso sensor was damaged, and the capacitor was faulty. The backup capacitor, dso sensor, rtc battery, uso seal were all replaced.